Event description:
It was reported that during a ptca/stent procedure, in a "svg"(non-indicated use), the stent delivery system(sds) balloon ruptured during inflation. The proximal half of the stent partially deployed and the distal half remained crimped. The sds was removed with the stent separating at the arterial puncture site. The stent was successfully extracted using a surgical clamp. Reportedly, there was no pt injury.